Manufacturer narrative:
(B)((4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer has generated false positive b-hcg results on another patient's sample. The field service representative (fsr) went on site to replace a bent probe. The fsr then calibrated the analyzer and retested forty three samples and noted that another sample was false positive. The actual results were not provided. There was no adverse impact to patient management reported.